Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition the right ventricular (rv) lead multiple times. Eventually, it was noted that the lead helix was kinked, and would no longer implant normally. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.